Event description:
It was reported to MFR on a suicide assessment form that the vns pt had recently made a suicidal gesture. Attempts to obtain add'l info from the treating physician have been made, but have been unsuccessful to date.